Manufacturer narrative:
Additional information was received and it was learnt that the intraocular lens (iol) was explanted because of patient dissatisfaction. A location contact was also provided, first name: (B)(6); last name: (B)(6). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Device available for evaluation? Yes, returned to manufacturer on 10/30/2017. Device returned to manufacturer? Yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is during 2017. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zlb00 24.0 intraocular lens (iol) was implanted on (B)(6) 2017, but later explanted. No additional information was provided.